Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 7077059. Product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600c, serial: not applicable, batch: 26729878 and 26793896. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 7103295 and 7103678.

Event description:
It was reported that the patient underwent an explant procedure in which the entire deep brain stimulation (dbs) system was explanted. The patient status was not provided per the hospital confidentiality policy. The devices will not be returned for analysis as they were disposed of by the facility.